Event description:
It was reported that the lens was intraoperatively removed from the patient's eye due to difficulty positioning the lens properly. The incision was enlarged to remove the lens and sutures were used to close the wound. A different lens model was implanted successfully. Additional information has been requested. Please reference MDR# 2031924-2013-00094 for the intraocular lens.

Manufacturer narrative:
The delivery device was returned to bausch + lomb for evaluation. Investigation of this event is in progress a supplemental report will be submitted upon completion of the investigation.